Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete fill tubing alert. At the time of the event, customer's blood glucose was over 500 mg/dl. Customer administered a manual injection to address the elevated blood glucose.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
This event was inadvertently filed. This event is not reportable. Elevated blood glucose reported has been captured under mfg report # 3013756811-2020-01478).